Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: "flicker image" due to faulty ccd and "demarcation on electrical gold pins" due to missing connector screw. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had flickering issue and demarcation on electrical gold pins. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had flickering issue and demarcation on electrical gold pins. There were no reports of patient harm.